Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had an unresponsive keypad. The customer stated that she had changed her site some time ago, and the infusion set fell off. The customer stated that she changed the infusion set again and received a no delivery alarm. The customer's blood glucose was 144 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked component on the liquid crystal display keypad connector. The no delivery alarm could not be verified due to the unresponsive buttons. The unit had a minor scratched liquid crystal display window and cracked reservoir tube lip.